Event description:
On (B)(6) 2014, the patient was implanted with two conformable gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. One of the endoprostheses reportedly landed at the left carotid with the intentional covering of the left subclavian, and no bypass was performed. It was reported the patient had full range of motion in all extremities following procedure. Eight hours after the procedure, the patient experienced paralysis and numbness in the left lower extremity. A post procedure computed tomography and magnetic resonance imaging reportedly were unable to conclude if the paralysis was the result of a middle cerebral artery occlusion or the result of the spinal drain that was in place before, during, and after the procedure. The patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Method - refer for the result of the imaging evaluation. Additional device implanted and involved in this event: tgu404015/11817960.